Event description:
It was reported that the device was not pumping water and was overheating. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-06445 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.